Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection, death).

Event description:
During the index procedure, two endeavor rapid exchange (rx) drug-eluting stents were implanted in the proximal rca. It was reported that the second stent was implanted to treat a dissection which occurred after the first stent was implanted. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. Approximately 3 years and 11 months post the index procedure, the patient is reported to have died. No other information is available at this time.